Event description:
Patient had alaris pcu pump to dispense pain medication. On several occasions, pump was empty, despite dosing not being high enough to empty pump. Pump checked for issues, no evidence of medication leak or equipment malfunction. Second pump brought in, same thing happened. It was determined that patient had a key she was using that she obtained elsewhere to access pump. This key unlocks syringe cover with and without a code. Issue is that code is not preventing her from accessing pump. Pt: 4582. Device: 2964. Ref: mw5187245.